Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy cable assembly and determined the cause of the problem to be an intermittent electrical opening of the sternum pin(three).

Event description:
It was reported that the device would not detect the therapy cable connection. There was no report of patient use associated with the event.